Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system and software were functioning as designed. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a health care professional via manufacturer representative regarding a navigation device being used for a fess procedure. It was reported that the site was doing a standard fess and the surgeon could not see the patient tracker on the registration screen so they aborted use of navigation. The manufacturer representative checked the system and found the tracker was floating above the patient's head in the software. The manufacturer representative was able to click on the center of the patient's forehead to move the tracker down. The site is now aware of how to adjust placement of the tracker on the 3d model. There was no known impact on patient outcome and no delay to the procedure. The procedure was extended by a period of less than 1 hour.